Event description:
The customer contacted beckman coulter inc. (Bec) in regards to an accutni result within the risk stratification range for one patient's serum sample generated by the unicel dxc600i synchron access clinical system. The sample was centrifuged at 6000 rpm for 7 minutes. The erroneous result was not reported out of the laboratory and no report of death, injury, or change to patient treatment in connection with this event. The sample was repeated on the same unit and alternate unit and results within the normal reference range was obtained for both runs. On (B)(6) 2011, the customer performed successful accutni calibration. On (B)(6) 2011, the customer performed system check and the results were within passing specifications. All four levels of accutni qc were within customer's established ranges prior to the event. On (B)(6) 2011, a bec field service engineer (fse) ran a passing high sensitivity wash test and ran 30 rep prevision run which passed. No definitive root cause could be determined for this event.